Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as not maintaining hygiene. Four days after the event diagnosis, the patient was hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal injection of meropenem (500 mg, twice daily, discontinued the day after hospital admission). The same day pd therapy was discontinued and the pd catheter was removed. The following day the patient began treatment with intravenous injection of meropenem (1 gram, ongoing, frequency not reported). The patient was discharged two days after hospital admission. The patient was recovered from this peritonitis event. No additional information is available.